Event description:
It was reported by the customer that the syringe plunger was getting stuck ½ - ¾ way down the syringe while administering an injection and the injection could not be completed. The injection had to be discontinued. The customer indicated that there was no issue with drawing up the medication into the syringe and there was no concern of inaccurate dosage being injected when this issue occurred. No information was received regarding any serious injury as a result of this report.